Event description:
It was reported that the procedure was to treat a 95% stenosed, mildly calcified lesion in the mildly tortuous mid circumflex (cx) artery. Pre-dilatation was performed with a 1.5x08mm unspecified balloon dilatation catheter (bdc). The 3.5x18mm xience v stent implant was successfully deployed. However, a vessel dissection was noted, which was treated with deployment of another xience v stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.